Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a health care professional that the customer got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 414 mg/dl at the time of the incident. The customer was at around 200 mg/dl before the high incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer had a high of about 500 mg/dl on (B)(6) 2020. The insulin pump will not be returned for analysis.